Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at time of incident was 449 mg/dl, 445 mg/dl and 439 mg/dl. Customer reported that they couldn't get to rewind. Customer had expressed symptom may be indicative of the possible onset of diabetic ketoacidosis. Customer reported that the issue was resolved. The insulin pump will not be returned for analysis.